Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported separation at the drip chamber which resulted in leaked blood. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from a separation at the drip chamber was confirmed. Visual inspection of the set showed a separation between the tubing and the top of the blood filter drip chamber. Examination under magnification showed insufficient solvent at the end of the tubing. Functional testing was deemed unnecessary due to leaking that occurred from the separation. Dimensional analysis was performed and the tubing was within specification. The root cause of the customer¿s report is insufficient solvent having been applied during the manufacturing process.

Event description:
The customer reported separation at the drip chamber which resulted in leaked blood. There was no patient harm.